Event description:
It was reported that during repair of medial collateral ligament, it was found that the anchor of the footprint cracked when screw-in. All pieces were removed from the patient using tissue forceps. The procedure was completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: one 72202901 footprint ultra pk 4.5 mm suture anchor product used for treatment, was returned for evaluation. IFU confirms instructions, precautionary statements and recommendations for proper use of product. No anchor was returned. No suture was returned. There was obvious damage of the inner rotational shaft. It had been bent and snapped from force. A small distal portion was not returned. This is a symptom of loss of axial alignment. The condition is also aligned with unexpected bone condition, density or with an inadequate prep hole. Audible click upon rotation of the torque limiter was confirmed. The inner shaft advanced and retracted with rotations. Per IFU 10600584: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Prep instrument for normal bone conditions is a 3.8mm straight awl. Use the appropriate smith and nephew hole preparation device to prepare the insertion site. Smith and nephew disposable and reusable awls specific to the suture anchor are sold separately. No root cause related to the manufacture of the device was confirmed. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation.